Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 failed due to the partial connection failure. A field service engineer reseated the retractor band and pyxibus cable to resolve the issue. The station was then rebooted and successfully restored. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system had a main drawer 6 failure and was not detected on the bus. This incident resulted in a delay to patient care and confirmed no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.